Event description:
A malfunction was reported on the customer's pump. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace the pump, and the customer will use multiple daily injections for insulin delivery in the meantime. The customer will receive a replacement pump with updated software and was advised on necessary steps involving sensor usage and returning the faulty pump. The customer acknowledged all instructions provided by technical support.